Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer¿s blood glucose was 50 mg/dl due to the pump¿s basal settings needing adjustment. Customer consumed carbohydrates to address the low blood glucose level and was working with a healthcare provider to make settings adjustments. Reportedly, the customer continued to use the pump for insulin therapy.